Event description:
It has been reported to philips that the system did not boot up properly. It froze with the screen showing ¿x ray system is starting up¿. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue happened. The deice was under normal use. A field service engineer (fse) examined the system on-site and confirmed the suit pc was not booting and the blue bar gets stuck at the end, and the application does not start. Upon troubleshooting, fse found that system software was corrupted. To resolve the problem fse reloaded the system software as per the manual, restored system backup and system license files. After reloaded the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.